Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, during a scheduled replacement of the peg-j tubing, an ulcer was discovered in the gastric curvature towards the pylorus. The peg-j tubing was removed and replaced. The gastro-intestinal (gi) ulcer was treated with omeprazole. On (B)(6) 2021, the patient experienced a low grade fever, dry cough, chest pressure, and respiratory distress. On (B)(6) 2021, the patient was diagnosed with a lung infection. The patient was admitted to the hospital from (B)(6) 2021 until (B)(6) 2021. The lung infection was treated with azithromycin oral antibiotic from (B)(6) 2021 until (B)(6) 2021 and spectracef oral antibiotic from (B)(6) 2021 until an unspecified date.